Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved on this complaint. Corrective action cannot be established at this time. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges " water did not flow properly". Alleged defect reported as detected during use. Customer reported "the patient did not receive the proper humidification and due to a plug had to be reintubated."